Event description:
It was reported customer's blood glucose was 408 mg/dl. Customer's symptoms were thirsty, urinated a lot, and were tired. Customer was 425 mg/dl the night prior. Customer bloused with the device and customer's blood glucose was 175 mg/dl. Customer's mother was advised to disconnect the device. The drive support cap appears to be normal. Customer's mother noted three white spots when checking for air. Manual prime was performed and insulin did exit. No leaks were noted. Settings on the device were correct. High pressure test was performed and device passed. The cannula was bent on the infusion set. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.